Event description:
Boston scientific received additional information that one month after the initial dislodgement this left ventricular lead was successfully repositioned. The lead then dislodged again two months after repositioning. A second procedure was performed to explant and replace this lead with no adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual analysis noted dried blood and body fluid in the lead lumen, and deformed conductor coils due to induced damage at explant. Additionally, it was noted the lead was slightly curved at the tip and had insulation separation distal to the anode electrode. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of dislodgment and electronically, the lead was found to be within specification.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture. On an x-ray, it appeared that the lead had dislodged. The lead will be repositioned in the next month. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.